Event description:
It was reported that a versacross access solution was selected for use during a watchman procedure. After the transseptal puncture, the veracross rf wire was advanced into the left atrium (la). The physician had difficulty getting the versacross rf wire from the la to the left upper pulmonary vein (lupv). While trying to access the lupv, the physician advanced and retracted the versacross rf wire in and out of the versacross sheath. It was thought the versacross rf wire was in the vein, but it had gone through the anterior aspect of the appendage, leaving the versacross rf wire outside of the heart in the pericardial space. The position of the versacross rf wire and a non-boston scientific pigtail catheter were noted to be outside the shadow of the heart on fluoroscopy after contrast dye was injected in the heart. The pericardial effusion was noted on the left atrium appendage, when the versacross rf wire was into the left atrium appendage (laa). A 27 mm device was prepped and released to the laa. A drop in the blood pressure was noted prior to the interventions. Thus, the CT surgery was notified and the pericardiocentesis was attempted. General surgeon then performed a pericardiocentesis. Shortly after the window was created, CT surgeons arrived and performed a sternotomy. The patient was placed on heart bypass and repairs were made to the laa and left ventricle. The patient was admitted to hospital beyond standard of care, expected to fully recover. The patient was later discharged. It was estimated that the perforation happened after the versacross rf wire and dilator crossed the septum. The versacross rf wire was advanced into the appendage and perforated the appendage. No pericardial effusion was not noted prior to the procedure. It was difficult locating the versacross wire on the echo after transseptal (they lost sight of the wire after tsp). No other issues were noted. There was no reason to believe that the veracross wire malfunctioned during the procedure. No difficult anatomy noted during the case which may have contributed to the issue. In the physician's opinion, the device contributed to the patient complications. The versacross rf wire was advanced into the appendage, needed to be retracted and advanced the wire 2-3 times, and perforated the appendage with the versacross rf wire after transseptal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.